Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unknown screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: removal of fns material due to split locking screw. Patient re-scheduled for total hip replacement. Concomitant device reported: unk - nail head elements: fns antirotation, unk - plates: fns (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device unk - screws: fns locking. This is report 1 of 1 for complaint (B)(4).